Event description:
Event description guidant received information that the patient with this transvenous implantable lead experienced tamponade. It is suspected that this lead may have perforated the patient's heart muscle.